Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. Phone: (B)(6). Initial reporter first & last name: unknown/ not provided. Occupation: unknown/ not provided. This report is being filed on an international device; tecnis toric ii optiblue iol, model zcw375 that has a similar device, tecnis iol model zct375 which is distributed in the unites states under (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two intraocular lenses were found to have hard threadlike material attached to them. The lenses were in the eye when foreign materials were noted. The foreign materials were removed. As of to date, no impacts on the patients have been reported. There was no patient injury reported. No further information was provided. This emdr report is for the intraocular lens, model zcw375. A separate emdr report will be submitted for the second lens, model zcw150.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). Furthermore, the foreign material was kept by the medical facility for internal analysis. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.